Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Method - (process evaluation): work order search results - (evaluation result): a lens work order search was performed and another similar complaint was found within the work order. Visual inspection of the returned product found the lens optic torn. The lens was returned in liquid. Conclusion - (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, and the surgeon noted the vault of the lens was high. The lens was removed within the same surgery with no patient injury or any complications. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4). Results: (operational problem): based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause deformation of the lens, or release of nonconforming lens. Physician report does not indicate that any exceptional event or condition would have caused failure to the lens. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product , a specific root cause of the event could not be determined. (B)(4).